Manufacturer narrative:
The customer¿s report issue that 250 ml of heparin infused in 5 hours, despite the rate being set to infuse 10 ml/hour for 25 hours, could not be confirmed. The inspection process performed on the incident disposable set received found no issues relevant to the reported incident. Log analysis results: the review of the pcu error log shows no errors or malfunctions relevant to the customer¿s complaint. The review of the pcu event log shows the drug ID 116 (heparin) was programmed at 11:44:16 am with a dose of 1050 unit/h which led to the calculated rate of 21 ml/h. The user manually entered the vtbi of 100 ml. The calculated duration of this infusion was 4.7 hours. The pump module alarmed for air in line at the times of 3:59:52 pm and 4:09:11 pm. The alarm was silenced and channeled off at 4:14:42 pm. The total volume infused was 89.38 ml. Additional information added to: g3,e4 the reported event of a free flow could not be confirmed because the pump module was not returned; however the customer reported it was a third party bezel that had a defect found. Timed rate accuracy test was performed on the customer¿s returned primary set. The lab pump module and returned primary set were found to be delivering IV fluids within specification. Concentricity analysis of the silicone pumping segment found that it was dimensionally within specifications. The root cause is to be attributed to a faulty repair where a 3rd party mechanism free flowed after it came apart

Event description:
It was reported that 250ml of heparin infused in five hours, despite the rate being set to infuse 10ml/hour (or 25 hours). The bezel, which had been replaced by a third party repair company, had come apart. The bezel was a non OEM part. The risk manager stated there was no patient impact, however the biomed had stated there was some unspecified harm to the patient with medical intervention and an extended hospital stay. No patient information was provided. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "alaris model 8100 infusion pump over delivered medication (undetected freeflow) due to a mfc defect caused by a third party repair avante medical repaired the device and installed a bezel that was improperly manufactured causing it to come apart internally at the bezel screws allowing undetected free flow of IV fluid other devices serviced by same vendor show signs of same problem all alaris 8100 devices serviced by avante that had bezel repair /replacement should be recalled immediately repaired by avante (aka pacific medical), (B)(4) FDA safety report ID# (B)(4)."

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that 250ml of heparin infused in five hours, despite the rate being set to infuse 10ml/hour. The bezel, which had been replaced by a third party repair company, had come apart. The bezel was a non OEM part. The patient was stabilized. The risk manager stated there was no patient harm therefore no patient information was provided.